Manufacturer narrative:
Qn# (B)(4). Medwatch #mw5158540. Additional information: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
Reported via medwatch report, "endotracheal tube was changed because of slow leak". No report of patient harm or injury.

Event description:
Reported via medwatch report, "endotracheal tube was changed because of slow leak". No report of patient harm or injury.

Manufacturer narrative:
(B)(4) medwatch #mw5158540. The UDI is unable to be provided as no product code was reported by the customer. Other remarks: n/a corrected data: n/a